Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 06/28/2013 device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2013 with the following findings:the keypad buttons were found to be intact. Evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The audio bolus button cover was found to be raised; the bolus button was intermittently responsive and the internal plug was found to be misaligned. Contamination was found under all button key contacts and under the audio bolus button.